Event description:
The patient reported that since the spinal cord stimulator system was implanted near s5 low back pain, the patient has experienced urinary retention, recurrent urinary infections, enlarged bladder, stimulation down both legs and needs to use a catheter. The patient stated, the device system relieves the low back pain considerably. The patient has received four separate rounds of antibiotics- no infection noted at this time. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report # 6000153-2007-03386 and 6000153-2007-03388.